Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000050314.

Event description:
Related manufacturer reference number: 3006705815-2024-02594. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced and lead were repositioned to address the issue.